Event description:
The customer reported that the insulin pump alarmed external ram crc error and unexpected restart. Customer stated the insulin pump kept resetting during battery changed. It was found in the alarm history that insulin pump alarmed external ram crc error and unexpected restart. Troubleshooting was done. No blood glucose reading provided. The customer was assisted to do self test and test passed. Advised the customer that battery cap would be replaced. The customer will monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).